Event description:
It has been reported to philips that during the system did not boot up. No patient harm reported.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system has no power. Fse discovered that the fuse in the np unit had blown. The fse replaced the fuse and booted the generator. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.